Event description:
This is a report of a patient who died coincident with peritoneal dialysis therapy. The cause of death was reported to be due to "old age with complication." It was not reported if the patient was hospitalized at the time of death. It was not reported if therapy was ongoing at the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow up report will be submitted.